Manufacturer narrative:
At this time, the device has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead were explanted and replaced due to high out of range impedance values greater than 2000 ohms. Intravenous antibiotics were administered to the patient, and the device follow-up was increased. The patient was hospitalized due to the revision procedure. No additional adverse patient effects were reported.